Event description:
The customer called technical support (ts) and reported that the device has a broken remote alarm jack. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60, and it has a broken remote alarm jack on the back of the unit. He wanted to know if we sell the remote alarm or does he need the whole cpu pcba. The rse informed the customer that we do not sell just the jack and recommended the part number for the cpu pcba software 2.30. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: corrected data: at the time of the initial call, it was recommended that the customer call philips once the new pcba is installed for assistance with the software options.